Event description:
When introducing the transseptal needle with stylet into the introducer and dilator during the procedure, resistance was noted and the needle and dilator were removed from the sheath. Following removal from the patient, the dilator was flushed and small plastic particles were noted. Transseptal puncture was then performed with this sheath, dilator and needle to continue the procedure with no consequences to the patient.

Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. The dilator and sheath were fully engaged upon receipt; the dilator was removed to enable visual inspection. No visual anomalies were noted. The dilator was flushed with fluid and the returned brk needle/stylet assembly was inserted and successfully advanced through the entire length of the dilator/sheath assembly with no resistance or functional anomalies noted. The dilator tubing was cut lengthwise; no evidence of skiving was noted along the inner wall of the dilator. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported plastic particles could not be determined.